Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 37 mg/dl. The customer's healthcare provider stated that the night prior to the event the customer experienced a high blood glucose reading of 500 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.